Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that there was an infection at the battery site. It was unknown what may have contributed to the issue and no diagnostics or troubleshooting was done. The device was explanted. It was unknown if the issue was resolved at the time of the report. Further information received from the representative reported that it was unknown if the infection at the battery site had resolved and no cause of the infection was determined. The indications for use were chronic low back pain and spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.